Manufacturer narrative:
Product was not returned. No examination could be performed. From provided description of the event " after the trial utilization, the surgeon found the cage to be too high. He removed the cage and replaced it with another one ¿ no harm to patient. No surgery delay . The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. No similar issue was reported. Review of the case determined probable root cause is related to a wrong choice of implant size from the beginning. The reported implant was replaced by a second implant of a different size. The investigation found no evidence to indicate a product issue.

Event description:
Mc+ : size issue after trial utilization, the surgeon found the cage to be too high. He removed the cage and replaced it. No harm to the patient. No surgery delay.